Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report medical problems with balance and that the patient's legs were very weak. They felt "like a vibration" in their body that was making their knees shaky. Prior to implant, they were diagnosed with vertigo and were working with a physician for this condition. Also prior to implant, they had dizziness and as a result were not paying attention to whether or not their knees were shaky. They were receiving physical therapy for balance issues. It seemed like their balance and leg weakness became worse since they received the implant. They were considering turning stimulation off for a few days and wanted to discuss this further. Known adverse events were reviewed, as well as therapy information. When asked, the patient confirmed they knew how to turn therapy off. They planned to turn therapy off for a few days and m monitor whether or not their balance and leg weakness changed with therapy off. They planned to provide an update to all of their managing physicians and the manufacturer. They mentioned unrelated medical history which included vertigo. When asked, they said they received the implant primarily for bladder and then for bowel. They had experienced 50% improvement in bladder control. They were redirected to follow up with their healthcare provider. Additional information was received from a healthcare provider (hcp). The hcp reported that the need for physical therapy was not related to the device, therapy, and/or implant procedure. It was unknown whether the 'medical problems with balance,' legs being weak, worsening balance, and worsening leg weakness were related to the device, therapy, and/or implant procedure, as the patient had not informed the office of this issue. The cause of the stimulation in the wrong location was not determined, as again, the patient had not informed the office of the issue. The patient's last appointment was on (B)(6) 2021. When asked what steps were or would be taken to resolve the issue, they replied the patient's implant would be checked at their upcoming office visit on (B)(6) 2021. It was unknown if the issue had been resolved. It was also noted the balance and leg weakness issues which had become worse since implant, as well as the shaky knees, would be addressed at the appointment on (B)(6) 2021. It was unknown if these issues had been resolved. No device removal nor replacement was planned.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not inform the hcp office or come in for assessment. However, the hcp office contacted the patient on (B)(6) 2021 and the patient stated that their symptoms were resolved and they were not having any issues. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.